Manufacturer narrative:
Distribution history: this complaint device noted, astringyn 12 pack box p/n 6065, is manufactured at csi. Manufacturing record review: a review of the device history record was not possible as no lot information was provided. Incoming inspection review: not applicable. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: product was not returned. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: a root cause is not determinable with no product return, and no lot or customer information. Note: the information provided has made a connection to the atrigyn product, but with the lack of other information does not confirm it was the subject of the complaint. The name brand used to convey the complaint was 'monsel's' solution which can be a competitor. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that astringyn solution was applied following a cervical biopsy. Patient alleges that she sustained burns to uterus and vagina. Patient has further concerns over astringyn use surrounding iron absorption. Hcp evaluation is that it would be unlikely that any medical treatment would be required. Multiple attempts were conducted, but no additional information could be obtained. 1216677-2024-00008 (B)(4) astringyn (B)(4).